Manufacturer narrative:
The device was not returned to stryker for evaluation and remains in service with the customer. Additional information provided by the customer indicated the reported issue was not related to the lucas device and was due to residual ultrasound gel on the patient.

Event description:
The customer contacted stryker to report that a fire started on the patient while the device was in use. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that a fire started on the patient while the device was in use. This issue is patient related; however there was no adverse event reported.